Event description:
The customer reported that the prisma machine was giving multiple alarms requiring the pt to be removed from the machine and the treatment being restarted. This scenario occurred three times before the machine was removed from service. During these three episodes, the pt went into cardiac arrest and was resuscitated without any problems.